Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract infection. The patient went to the clinic, where non-expert personnel passed a urethral catheter without deactivating the device, resulting in erosion and extrusion, and the aus being damaged by improper handling. Some days later, a cystoscopy was performed, in which it was noted that there was a partial rupture of the right lateral and dorsal wall of the urethra, along with exposure of the cuff; therefore, the patient underwent a surgical procedure to remove all the components. Additionally, the patient had been irradiated and had a urethroplasty performed. A new aus was implanted at a later date. There were no further patient complications.